Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total hysteroctomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of miscarriage (1), parity 3 and multi gravida (4). In 2010, the patient had essure inserted. In 2010 she experienced abdominal pain lower ("worsening lower abdominal pain after essure placement") and menstruation irregular ("irregular bleeding pattern after essure placement"). An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abnormal uterine bleeding ("abnormal uterine bleeding") and umbilical hernia ("umbilical hernia 1cm"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (essure removal via total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy on (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, abnormal uterine bleeding, menstruation irregular, pelvic pain and umbilical hernia to be related to essure administration. The reporter commented: essure removal detail (B)(6) 2022 procedure: total laparoscopic hysterectomy; bilateral salpingectomy; umbilical hernia repair; cystoscopy. Preoperative diagnosis: chronic pelvic pain; s/p hysteroscopic bilateral essure placement; abnormal uterine bleeding postoperative diagnosis: chronic pelvic pain; s/p hysteroscopic bilateral essure placement; abnormal uterine bleeding;1cm umbilical hernia. Specimens: uterus, cervix and bilateral fallopian tubes; hernia sac. Findings: eua: palpable 1 cm fascial defect noted at the umbilicus. 8-week sized mobile, anteverted uterus. No palpable adnexal masses; laparoscopy: normal upper abdominal survey, including diaphragm, liver edge, gallbladder, stomach edge. Appendix normal in appearance. Thin filmy omental adhesions to right lower quadrant noted. Uterus small and normal in appearance. Bilateral fallopian tubes and ovaries also normal in appearance. Inspection of peritoneal surfaces including anterior cul-de-sac, posterior cul-de-sac, uterosacral ligaments, bilateral pelvic sidewalls and ovarian fossae negative for endometriosis. Cystoscopy: brisk ureteral jets bilaterally, intact bladder survey without evidence of injury, foreign body or suture procedure: the right fallopian tube was elevated and carried out to its fimbriated end. The mesosalpinx was serially ligated using the ligasure device and the right fallopian was transected from the right isthmus of the fallopian tube due to presence of essure coils. The right fallopian tube was removed through the trocar intact under direct visualization. The right round ligament was transected. The left fallopian tube was elevated and transected at the isthmus portion of the left fallopian tube, across the mesosalpinx towards the fimbria and removed from the trocar under direct visualization. The left round ligament was sealed and divided using the ligasure. Patient tolerated the procedure well. She was awoken in the operating room and taken to recovery in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] in (B)(6) 2022: pre-operative endometrial biopsy was negative for hyperplasia or malignancy. [Specialist consultation] in (B)(6) 2022: patient is 42yo g4p3013 who underwent hysteroscopic essure placement in 2010 and subsequently developed chronic pelvic pain, who also had aub-o and strongly desired definitive surgical management via hysterectomy. She developed worsening lower abdominal pain and irregular bleeding pattern after her essure placement that has been unrelieved since 2010. Pre-operative pelvic ultrasound noted a 102cc uterus without obvious abnormality, presence of bilateral essure devices, ems 22.4mm and normal ovaries. Pre-operative endometrial biopsy was negative for hyperplasia or malignancy. She elected to proceed with total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy [ultrasound pelvis] in (B)(6) 2022: pre-operative pelvic ultrasound noted a 102cc uterus without obvious abnormality, presence of bilateral essure devices, endometrial stripe measurement (ems) 22.4mm and normal ovaries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of miscarriage (1), parity 3 and multi gravida (4). In 2010, the patient had essure inserted. In 2010 she experienced abdominal pain lower ("worsening lower abdominal pain after essure placement") and menstruation irregular ("irregular bleeding pattern after essure placement"). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abnormal uterine bleeding ("abnormal uterine bleeding") and umbilical hernia ("umbilical hernia 1cm"). The patient was treated with surgery (essure remobal via total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy on (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, abnormal uterine bleeding, menstruation irregular, pelvic pain and umbilical hernia to be related to essure administration. The reporter commented: essure removal detail (B)(6) 2022 procedure: total laparoscopic hysterectomy; bilateral salpingectomy; umbilical hernia repair; cystoscopy. Preoperative diagnosis: chronic pelvic pain; s/p hysteroscopic bilateral essure placement; abnormal uterine bleeding postoperative diagnosis: chronic pelvic pain; s/p hysteroscopic bilateral essure placement; abnormal uterine bleeding;1cm umbilical hernia. Specimens: uterus, cervix and bilateral fallopian tubes; hernia sac. Findings: eua: palpable 1 cm fascial defect noted at the umbilicus. 8-week sized mobile, anteverted uterus. No palpable adnexal masses; laparoscopy: normal upper abdominal survey, including diaphragm, liver edge, gallbladder, stomach edge. Appendix normal in appearance. Thin filmy omental adhesions to right lower quadrant noted. Uterus small and normal in appearance. Bilateral fallopian tubes and ovaries also normal in appearance. Inspection of peritoneal surfaces including anterior cul-de-sac, posterior cul-de-sac, uterosacral ligaments, bilateral pelvic sidewalls and ovarian fossae negative for endometriosis.cystoscopy: brisk ureteral jets bilaterally, intact bladder survey without evidence of injury, foreign body or suture procedure: the right fallopian tube was elevated and carried out to its fimbriated end. The mesosalpinx was serially ligated using the ligasure device and the right fallopian was transected from the right isthmus of the fallopian tube due to presence of essure coils. The right fallopian tube was removed through the trocar intact under direct visualization. The right round ligament was transected. The left fallopian tube was elevated and transected at the isthmus portion of the left fallopian tube, across the mesosalpinx towards the fimbria and removed from the trocar under direct visualization. The left round ligament was sealed and divided using the ligasure. Patient tolerated the procedure well. She was awoken in the operating room and taken to recovery in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] in (B)(6) 2022: pre-operative endometrial biopsy was negative for hyperplasia or malignancy [specialist consultation] in (B)(6) 2022: patient is 42yo g4p3013 who underwent hysteroscopic essure placement in 2010 and subsequently developed chronic pelvic pain, who also had aub-o and strongly desired definitive surgical management via hysterectomy. She developed worsening lower abdominal pain and irregular bleeding pattern after her essure placement that has been unrelieved since 2010. Pre-operative pelvic ultrasound noted a 102cc uterus without obvious abnormality, presence of bilateral essure devices, ems 22.4mm and normal ovaries. Pre-operative endometrial biopsy was negative for hyperplasia or malignancy. Sheelected to proceed with total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy [ultrasound pelvis] in (B)(6) 2022: pre-operative pelvic ultrasound noted a 102cc uterus without obvious abnormality, presence of bilateral essure devices, endometrial stripe measurement (ems) 22.4mm and normal ovaries concerning the injuries reported in this case, the following ones pelvic pain, abnormal uterine bleeding, umbilical hernia, lower abdominal pain, irregular menstruation were described in patient medical record. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jun-2023: medical records received and the follow information were included, physican reporter, physician's reporter, consumer¿s reporter and patient¿s details updated, medical history, lab data, essure start date updated from (B)(6) 2015 to 2010, previous event medical device removal updated to pelvic pain female, new events abnormal uterine bleeding, umbilical hernia, lower abdominal pain, irregular menstruation, international medical device regulators forum annex e and f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.